Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported difficulty positioning the device relative to the mitral valve could not be replicated in a testing environment. Functional testing confirmed the steerable sleeve functioned as intended with no sleeve steering issues observed. The investigation confirmed the reported shaft bend and concluded that the bend and sleeve steering issue was related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed because the device could not be steered accurately, which has the potential to cause or contribute to tissue/vessel injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3 with challenging patient anatomy due to a narrow left atrium. After advancement of the clip delivery system (cds), during positioning of the clip, the cds could not be steered accurately and deflected; therefore, the cds was removed without issue. After removal of the cds, a bend was noted on the delivery catheter (dc) shaft. The physician commented that due to the narrow left atrium, it is possible there was a lot of tension on the cds. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new cds was used to successfully complete the procedure with mr reduced to 1-2. There was no additional information provided.